Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report that a patient experienced a skin reaction from the sensor adhesive on (B)(6) 2015. Sensor was inserted at the abdomen on (B)(6) 2015. Patient's mother described skin reaction as blistering at the adhesive area. Patient did not seek medical attention for the reported event. Patient's mother stated that the patient was seen by physician for non dexcom related appointment on (B)(6) 2015. Patient's mother asked the physician about the skin reaction issue. Physician recommended over the count (otc) hydrocortisone to treat the skin reaction. Additionally, patient's mother reported that now she alternates insertion sites to allow skin reaction to subside before future insertions. No additional event or patient information is available. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).